Manufacturer narrative:
The lot numbers for the devices are unk. There is no sample device being returned as they remain implanted in the pt. The investigation is underway.

Event description:
It was reported that two vascular stents implanted in the proximal sfa, had multiple fractures and in-stent restenosis. The stents were successfully relined and the in-stent restenosis resolved. There was no report of injury to the pt.